Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the correction bolus was incorrect. The customer's blood glucose was 303 mg/dl. The customer stated that her insulin pump bolus wizard was not calculating correctly even if she changes the parameters, the recommended bolus stays the same which was low bolus wizard. The blood glucose value was entered correctly. Carbohydrates were entered correctly. Reviewed daily history to saw if calculated bolus was modified. Calculated bolus was not modified. Insulin pump was not make correct calculations based on information entered. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.